Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) nt510, nanotite¿ tapered certain® implant 5 x 8.5 - 15mm for evaluation. Visual and functional evaluation were performed. The returned implant and mount have signs of use. During a functional test the implant did not disengage from the mount. DHR review was completed for the subject lot number 2023060007. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023060007 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was possibly user caused/excessive torque applied. Therefore, based on the available information, a device malfunction did occur. The mount is stuck to the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported that after placing implant with final ratchet at tooth site 36 implant could not disengage from mount. Doctor was not able to disengage it, not even in reverse. Doctor had to remove the implant and placed another one.

Manufacturer narrative:
Zimvie complaint number (B)(4).